Event description:
The customer reports that the system locked up and would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive power connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.